Event description:
It was reported "clinician indicates that after attaching a needle free connector (nfc) to the hub on a dl PICC the connection between the nfc and the hub leaks when flushed with saline. Clinician removed nfc and replaced with a new nfc but leaking condition persisted. PICC was removed and a second PICC was inserted successfully."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed ten other similar product complaint(s) from this lot number.